Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis. It was reported that the pump touch screen was cracked and unresponsive and unreadable. Subsequently, the customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. The customer reverted to an alternate method in insulin therapy.